Event description:
Additional information identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had an unrelated surgery in (B)(6) 2017. Reportedly, patient turned off the therapy prior to surgery and did not charge or turn the simulation on after the surgery. At the follow-up visit, the manufacturer representative attempted troubleshooting but the ipg could not communicate. Ipg was inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.